Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative found that 400 volts were absent outbound side of the power conversion enclosure. The power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion enclosure was returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regarding an imaging system. It was reported that while trying to calibrate the imaging system, the pendant would not proceed past the ¿initializing, please wait¿ screen. A review of the logs reported the detector to be off. Remote presence was checked which stated that the detector was off, and the generator was not ready. A system checkout was requested. This issue was noted outside of procedure and there was no patient present when this issue was observed.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found that a transistor on the circuit board of the unit was shorted.